Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the screen and letter colors had been changing from green to purple and red and denied improvement with a battery change. Reportedly, there was no moisture exposure or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be blank when the pump powered on. Audio and vibrations were functional. The pump was opened and the display was found to be cracked. The complaint of a dim, discolored display screen could not be duplicated due to the cracked, blank display.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).